Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for their bladder and bowel. It was reported that the patient wasn¿t feeling stimulation at all, so they were unsure if the implanted neurostimulator (ins) was working. They stated the loss of stimulation was sudden and they were feeling a tiny pulse before this. They increased to 1.4 or 1.6, but then started feeling stimulation in the pelvic area instead of the back area. After putting batteries in their patient programmer (pp), they started feeling stimulation. They found the stimulation was on at 1.6. There were no further complications reported or anticipated.